Manufacturer narrative:
Insulin pump received with a high sleep current measurement, problem isolated to the electrical board. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a low battery alert less than 1 week alarm. The customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.